Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 36 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product is available for return.